Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported an asymptomatic patient presented in clinic for follow-up with post-paced t-wave oversensing as noted. The device was reprogrammed and issue was resolved. It was later reported the device was explanted due to eri.